Event description:
Hill-rom received a report from a hill-rom technician stating the brakes not holding. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head and foot end brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head and foot brake casters to resolve the issue. Based on this information, no further action is required.